Manufacturer narrative:
(B)(4). Date sent: 2/24/2022. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. In addition, with the blade tip damaged, however, the blade was not cracked. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Event could not be confirmed as the pad was not returned detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v95h8k . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the handle of what appears to be an harh instrument. The batch an serial can be observed as v95h8k, 21215-1172. Image 2: the image provided by the customer is that of what appears to be an harh instrument inside the sterile package. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad was completely fallen off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.